Event description:
An occlusion alarm occurred, which caused their blood glucose level to read "high., a specific value was not provided" the customer managed the high blood glucose by administering a manual dose injection. They changed the cartridge and resumed insulin use.